Manufacturer narrative:
05/30/97-supplemental report #1 submitted to FDA. The production lot number has become available to the MFR and the MFR report #1219161-1997-266 is not the appropriate manufacturing site reference number. Co will submit an initial report with the appropriate manufacturing number which is MFR report #2647580-1997-576. All info pretaining to this event will be submitted in the initial MFR report #2647580-1997-576. Please disregard MFR report #1219161-1997-266 and refer to MFR #2647580-1997-576 for all info concerning this event.

Event description:
During a unspecified procedure, the instrument misfired. The hosp reported that no pt injury had occurred.